Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo contained, four images showing the hcp was holding the magnum device. The needle of the device was observed to be bent. Therefore, the investigation is confirmed for the reported needle bent as needle of the device was observed to be bent. And the investigation is inconclusive for the reported difficult to remove as no objective evidence was provided to confirm the event. A definitive root cause for the needle bent and difficult to remove could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided breast biopsy through normal density tissue using the magnum needle. During the procedure, it was reported that the needle was allegedly bent. It was further reported that the needle was slightly difficult to remove from the patient. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided breast biopsy through normal density tissue using the magnum needle. During the procedure, it was reported that the needle was allegedly bent. It was further reported that the needle was slightly difficult to remove from the patient. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.